Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and implantable right ventricular (rv) defibrillation lead exhibited a gradual rise in shock impedance trends up to high out-of-range shock impedance measurements greater than 125 ohms. Technical services (ts) discussed possible calcification on the coils, and recommended performing a commanded shock. It was noted that there was one year remaining on the ICD, and the physician may choose to revise the lead and replace the ICD. This ICD and rv lead remain in service at this time. No adverse patient effects were reported. Additional information received indicated that this implantable cardioverter defibrillator (ICD) and implantable right ventricular (rv) defibrillation lead were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and implantable right ventricular (rv) defibrillation lead exhibited a gradual rise in shock impedance trends up to high out-of-range shock impedance measurements greater than 125 ohms. Technical services (ts) discussed possible calcification on the coils, and recommended performing a commanded shock. It was noted that there was one year remaining on the ICD, and the physician may choose to revise the lead and replace the ICD. This ICD and rv lead remain in service at this time. No adverse patient effects were reported.